Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While abdominal adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. Information related to the recalled composix kugel mesh implanted in 2003 will be reported.

Event description:
Attorney reported: in 2003 - a bard composix kugel hernia patches, mediuin oval, 13.8 cm x 17.8 cm and lot# 43hnd342 and large oval, 14 cm x 18 cm, lot# 43cnd383 were used to repair the patient's hernia defect. In 2008 - both of the patient's bard composix kugel hernia patches, were explanted. The operative report at the time of explant notes there are, significant adhesions extending throughout the entire abdomen, also incorporating the majority of the exposed mesh to the bowel, which appeared to the source of the obstruction." The patent continued to experience abdominal pain and discomfort after the hernia repairs. The patient has suffered and will continue to suffer physical pain and mental anguish.